Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno fiberscope tested positive for an unknown contamination. The issue was found during a routine control of the scope. The channels tested positive for one (1) colony forming units (cfu) per 100 milliliters (ml) of aerobic microorganism. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Additionally, this supplemental report includes the customers results of culture test as below: updated fields: d8, d9, h2, h6, h11. Below are the olympus 3rd party hmi results dated (B)(6) 2024- results conform with the target specification of less than <5 cfu/endoscope.5 olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: less than 1. Bacterial identification: microorganism revivable. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The most probable cause of the complaint is cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.